Event description:
A report was received that the patient will undergo a lead replacement procedure since the leads were hitting a nerve that caused severe headache.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-70, serial #: (B)(4), product description: scs 70cm iii lead.

Manufacturer narrative:
Additional information was received that the patient has not been scheduled for a revision procedure. No further course of action.

Event description:
A report was received that the patient will undergo a lead replacement procedure since the leads were hitting a nerve that caused severe headache.